Event description:
It was reported that there was low water flow pressure in the arctic sun device. The equipment turned off. Comprehensive inspection to be performed, including replacing pumps and filters. Per sample evaluation results on 15feb2024. It was reported that the arctic sun device filled very slowly. Both pumps were at the wear limit, preventive maintenance recommended. Fill tube was dirty and fill tube must be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low water flow pressure in the arctic sun device. The equipment turned off. Please do a comprehensive inspection, including replacing pumps and filters.